Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -09.00. Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 -09.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. The tore during delivery into the eye. The lens was removed and was replaced with another same model and diopter size lens. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned in liquid in case/vial. Visual inspection found the lens haptic torn/broken and lens having foreign material on lens surface. (B)(4).